Event description:
It was reported that during a da vinci si pulmonary wedge resection procedure the site experienced a bent jaw on a endowrist instrument. The site replaced this instrument with an instrument of the same type and experienced the same failure. The site had a 3rd instrument of the same type which was not sterilized. The site contacted a isi technical support engineer, to inquire about flash sterilizing this instrument; however the isi technical support engineer referenced a user manual warning to avoid flash sterilization of instruments. The site decided not to flash sterilize the instrument and the surgeon made the decision to convert to traditional open surgical techniques to complete the planned procedure. No other patient harm was reported.

Manufacturer narrative:
The instruments involved in this case have not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. Multiple attempts for additional information from the account were made. To date, no further information has been received. A follow-up medwatch report will be submitted if additional information is received.